Manufacturer narrative:
Cerejo, r., bain, m., moore, n., hardman, j., bauer, a., hussain, m. S., . . . Toth, g. (2017). Flow diverter treatment of intracranial vertebral artery dissecting pseudoaneurysms. Journal of neurointerventional surgery, 9(11), 1064-1068. Doi:10.1136/neurintsurg-2017-013020 the pipeline devices will not be returned for evaluation as they remain implanted in the patients. Based on the provided information, there does not appear to have been any defect of the devices during use. The events occurred in the patients post-procedure and the causes could not be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic literature review found report that patients experienced stroke after pipeline implantation. The purpose of this article was to evaluate the use of flow diverters stents in intracranial vertebral artery dissecting pseudoaneurysms. The authors retrospectively analyzed 8 aneurysms in 7 cases cases in which pipeline embolization devices (peds) were used for the treatment of intracranial vertebral artery dissecting pseudoaneurysms. Of the 7 patients, 5 were female and 2 were male, median age was 47 years. The article states that two patients experienced small periprocedural strokes with transient neurologic deficit: - the first patient experienced cerebellar stroke within 24 hours of the procedure; the patient had in-stent thrombosis distal to the pica origin in the non-dominant vertebral artery despite adequate platelet inhibition. - the second patient experienced mild posterior inferior cerebellar artery (pica) stroke. In that patient, the article notes that the ped covered the pica origin but patency of the pica was preserved. The patient reportedly had excellent recovery without evidence of pica vessel compromise. The article statesthat all patients had good clinical outcome (mrs = 2).